Event description:
The customer reported that the nimbus 4 mattress was defective. It was claimed that the left side of the mattress was raised during inflation. The arjo technician inspected the device and found that the automatt was faulty. There was no indication of patient involvement, and no injury was reported.

Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed. The device is distributed outside the us, and no gudid information exists.

Manufacturer narrative:
The cause of the automatt over-inflation is an incorrect circulation of the air in the automatt sensor pad (mattress base) due to inner tube damage. The tpu tube may break over time due to the extruding force of the silicone tube and the external bending force (e.g., bending the mattress during transport). The arjo technician inspected the device and confirmed the customer's allegation. The technician found a ruptured hose inside the automatt. The membranes of grommets were punctured. When the grommet membrane is punctured and load is applied on the mattress, air will escape through the punctured membrane, reducing the risk of the automatt over-inflating and the patient's falling. In the complaint at hand, the load was not applied to the mattress (there was no patient involved). This is in line with the instruction for use for nimbus 4 and nimbus professional (649933en): "do not place the patient on the mattress until it is fully inflated and normal operating pressure has been reached." The reported issue was caused by the incorrect circulation of the air in the automatt sensor pad (mattress base) due to the broken tube. In summary, the nimbus 4 mattress did not meet its specifications since the automatt sensor pad was faulty. There was no indication of patient involvement. No injury was claimed. The complaint was decided to be reportable due to the nature of the failure (automatt overinflated).

Manufacturer narrative:
An inside inspection of the faulty automatt was conducted, and a ruptured hose was found. The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed.